Event description:
It was reported that this device battery was suddenly decreasing during a follow up. Premature battery depleting was suspected. A review by boston scientific technical services (ts) noted that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. It was recommended to explant the device and return for analysis as there was a suspected malfunction of the device. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device battery was suddenly decreasing during a follow up. Premature battery depleting was suspected. A review by boston scientific technical services (ts) noted that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. It was recommended to explant the device and return for analysis as there was a suspected malfunction of the device. The device was explanted and will be returned. No additional adverse patient effects were reported.